Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during an unknown step of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Review of device history indicates manufacture of the device is not related to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.